Event description:
The pump was returned for investigation. Investigation revealed that the display was dim. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers to verify screen in accordance with normal operation with the exception of a dim discolored display. Two low battery warnings and one replace battery alarms observed in black box. Evidence of excessive battery usage also observed in black box. The battery compartment intact, no cracks. Battery cap is able to fully tighten. A power loss was not observed. There is no evidence of moisture contamination inside battery compartment. Current draws within specifications. The pump case was removed, no evidence of moisture contamination found inside pump. Investigators were unable to duplicate excessive battery usage. (B)(6).